Event description:
It was reported that the patient presented to the hospital for reasons unrelated to the device. An interrogation of the device revealed that the lead impedance was high in both configurations and the patient could not achieve ventricular capture. The lead is suspected to be fractured. The lead was capped and replaced successfully on 5/30/2017. The patient was stable prior and during and after the procedure.